Event description:
It was reported that the patient presented multiple times with knee effusions. The surgeon drew fluid from the knee. The fluid was analyzed and showed increased levels of cobalt, titanium, and chromium. The patient underwent a revision surgery on (B)(6) 2021. The surgeon decided to re-implant the zimmer biomet compress. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is complete. It was determined that the returned devices could not be furher evaluated. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If additional information is received, a supplemental MDR will be submitted accordingly.

Manufacturer narrative:
The investigation is in process. The device has been returned for evaluation. The returned device will be undergoing further testing at an approved supplier. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2021-00337, #3013450937-2022-00104. The following sections were updated/corrected: b4: date of this report added. D9: device available for evaluation updated to yes. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to device evaluation anticipated but not yet begun. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4109: historical data analysis. H10: additional narratives/data.

Event description:
It was reported that the patient presented multiple times with knee effusions. The surgeon drew fluid from the knee. The fluid was analyzed and showed increased levels of cobalt, titanium, and chromium. The patient underwent a revision surgery on (B)(6) 2021. The surgeon decided to re-implant the zimmer biomet compress. No additional information regarding this adverse event has been reported.

Event description:
It was reported that the patient presented multiple times with knee effusions. The surgeon drew fluid from the knee. The fluid was analyzed and showed increased levels of cobalt, titanium, and chromium. The patient underwent a revision surgery on (B)(6) 2021. It was reported that the taper of the male-female midsection looked corroded. The surgeon decided to re-implant the zimmer biomet compress. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
This follow up report is being submitted to provide corrected information. There is insufficient information to determine if there was a problem with the medical device. The device is expected to be returned and will be evaluated. When the investigation is complete, a supplemental MDR will be submitted accordingly. The following sections have been updated: h6: medical device problem code updated to 3190: insufficient information.

Event description:
It was reported that the patient presented multiple times with knee effusions. The surgeon drew fluid from the knee. The fluid was analyzed and showed increased levels of cobalt, titanium, and chromium. The patient underwent a revision surgery on (B)(6) 2021. It was reported that the taper of the male-female midsection looked corroded. The surgeon decided to re-implant the zimmer biomet compress. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device is expected to be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2021-00337.